Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water flow control knob on the hp cable is not working properly causing little water flow to the insert. Water solenoid will not hold pressure. Air tubing needs to be replaced.

Event description:
While using a g137 scaler, the unit handpiece and inserts are getting hot; no injury resulted.